Event description:
A malfunction was reported on a pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer was assisted by the support team in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and instructed to call back if any issues reappeared, to which the customer agreed and understood.